Event description:
It was reported that patient presented for a lead revision procedure. Prior to procedure during in clinic follow up, the right ventricular (rv) lead exhibited over-sensed noise. The noise was reproduced with isometrics. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.